Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding periods after implants') in a (B)(6) female patient who had essure (batch no. A06680) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion intervention required), fatigue ("recurrent episodes of intense fatigue, physical exhaustion"), depression ("recurrent episodes of intense depression"), nervousness ("great nervous fragility"), mental disorder ("great nervous fragility"), aphasia ("aphasia"), musculoskeletal pain ("muscle and joint pain"), spinal osteoarthritis ("severe cervical osteoarthritis"), tendonitis ("tendonitis"), dizziness ("dizziness"), balance disorder ("balance disorders") and extrasystoles ("cardiac extrasystoles"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the genital haemorrhage, aphasia, musculoskeletal pain, spinal osteoarthritis, tendonitis, dizziness, balance disorder and extrasystoles outcome was unknown and the fatigue, depression, nervousness and mental disorder had not resolved. The reporter provided no causality assessment for aphasia, balance disorder, depression, dizziness, extrasystoles, fatigue, genital haemorrhage, mental disorder, musculoskeletal pain, nervousness, spinal osteoarthritis and tendonitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding periods after implants') in a (B)(6) female patient who had essure (batch no. A06680) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion intervention required), fatigue ("recurrent episodes of intense fatigue, physical exhaustion"), depression ("recurrent episodes of intense depression"), nervousness ("great nervous fragility"), mental disorder ("great nervous fragility"), aphasia ("aphasia"), musculoskeletal pain ("muscle and joint pain"), spinal osteoarthritis ("severe cervical osteoarthritis"), tendonitis ("tendonitis"), dizziness ("dizziness"), balance disorder ("balance disorders") and extrasystoles ("cardiac extrasystoles"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the genital haemorrhage, aphasia, musculoskeletal pain, spinal osteoarthritis, tendonitis, dizziness, balance disorder and extrasystoles outcome was unknown and the fatigue, depression, nervousness and mental disorder had not resolved. The reporter provided no causality assessment for aphasia, balance disorder, depression, dizziness, extrasystoles, fatigue, genital haemorrhage, mental disorder, musculoskeletal pain, nervousness, spinal osteoarthritis and tendonitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-feb-2022. The most recent information was received on 03-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('bleeding periods after implants') in a 50-year-old female patient who had essure (batch no. A06680) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion intervention required), fatigue ("recurrent episodes of intense fatigue, physical exhaustion"), depression ("recurrent episodes of intense depression"), nervousness ("great nervous fragility"), mental disorder ("great nervous fragility"), aphasia ("aphasia"), musculoskeletal pain ("muscle and joint pain"), spinal osteoarthritis ("severe cervical osteoarthritis"), tendonitis ("tendonitis"), dizziness ("dizziness"), balance disorder ("balance disorders") and extrasystoles ("cardiac extrasystoles"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the genital haemorrhage, aphasia, musculoskeletal pain, spinal osteoarthritis, tendonitis, dizziness, balance disorder and extrasystoles outcome was unknown and the fatigue, depression, nervousness and mental disorder had not resolved. The reporter provided no causality assessment for aphasia, balance disorder, depression, dizziness, extrasystoles, fatigue, genital haemorrhage, mental disorder, musculoskeletal pain, nervousness, spinal osteoarthritis and tendonitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kgs. Lot number:a06680 manufacture date:2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.